Manufacturer narrative:
Qn#: (B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74c1700088 that can be related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: fired capio and upon pulling suture out of vagina the suture snapped and the capio bullet was found in the cage of the capio handle. The doctor completed the case successfully using a new capio suture. Patient was fine.